Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
A boston scientific sales representative (sr) contacted the clinic in an attempt to obtain additional information. The clinician told the sr that the ra lead exhibited impedance measurements greater than 2000 ohms. This was the only additional information given to boston scientific.

Event description:
Boston scientific crm received information that the patient contacted medical records and stated the physician told her the right atrial (ra) lead was fractured and therefore surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
This lead was surgically abandoned; therefore we will be unable to perform analysis on this lead. Should it be returned, or if additional information becomes available, this report will be updated.